Event description:
It was reported that a nurse did not select the correct medication in the customers medical drug library. This allowed the user to program the infusion with "higher limits." The customer stated that the pt received ropivacaine at a faster rate than intended and was transferred to the ICU for monitoring. In response, the pt also received a reversal antidote of fat emulsions. It was also reported that the wireless module was not connecting to the facility's network.

Manufacturer narrative:
(B)(4). Through eval of the complaint, sigma has received info from the customer that states, the "nurse selected IV fluids from the drug library instead of selecting ropivacaine. It was also reported that the device could not connected to the facility's network. However, the customer stated that at the time of the vent, the pump was able to access the appropriate drug with the appropriate infusion parameters. The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The device is being returned with wireless module serial number (B)(4). At this time, the date of event is unk.